Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in the surface of the shell, wear abrasion and crease fold. A microscopic analysis was performed which identify crease smooth broken on radius and have non-penetrating nicks. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nicks; missing piece of the shell assessed as to inconclusive.

Event description:
Patient reported left side rupture and "pain." Healthcare professional additionally reported "grade 4 capsules." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "grade 4 capsule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device was explanted. Healthcare professional reported "grade 4 capsules."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "pain." Device remains implanted.